Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in the bed repair shop. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake and steer casters were worn due to normal wear over time. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake and brake/steer casters to resolve the issue. Based on this information, no further action is required.